Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to the patient being tight and in pain. The surgeon converted to reverse shoulder prosthesis (rsp).